Manufacturer narrative:
Complaint conclusion: as reported, a 2x20mm 155cm saber rx balloon catheter (bc) was delivered to the lesion in the superficial femoral artery and inflated, but the balloon burst. Initially, a non-cordis guidewire was delivered to the lesion with an unknown support catheter, but the distal end of the guidewire became deformed and would not cross the lesion. So, it was removed from the patient. The lesion was described as a chronic total occlusion (cto). There was no patient injury reported. The device was not returned for analysis. A device history record (DHR) review of lot 17665320 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (cto, and inability to cross lesion with guidewire) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber balloon catheter (rx2mm2cm155) was delivered to the lesion in the superficial femoral artery and inflated, but the balloon burst. Initially, a filmec guidewire was delivered to the lesion with an unknown support catheter, but the distal end of the guidewire became deformed and would not cross the lesion, so was removed from the patient. The lesion was described as a chronic total occlusion. There was no patient injury reported. The devices were clinically used and will not be returned for analysis.